Event description:
Pt called to report adverse events due to prolene mesh. Pt said in 2004, she was implanted with the mesh for rectal prolapse. She said her procedure was not transvaginal, it was abdominal colporectopexy, her mesh was implanted through her abdomen. Over the last four years, the pt stated she has been sick with multiple autoimmune diseases, had her thyroid and appendix removed, her colon has kinked and her rectum was removed from the sacrum. She said the mesh is attached to the sacrum causing constant back pain. Pt stated it's difficult for her to work and she is extremely upset and angry with the product. She said she had a revision products in (B)(6) 2013 where she had a colon resection.